Manufacturer narrative:
The device was not returned to olympus for evaluation as the field service engineer was on site. The device evaluation found that there were two reprocessors with the same issue and found that the filter in both reprocessors were not changed since (B)(6), 2019. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported to olympus, the water flow in the endoscope reprocessor was weak. It was also reported that an e01 error code was displayed. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessing issue could not be determined. It is possible that the water filter was not replaced because the user did not thoroughly read the instruction manual and mismanaged the water filter replacement. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿replace the water filter periodically, at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed. Replace the water filter according to the procedure described below.¿ olympus will continue to monitor field performance for this device.